Event description:
The customer reported difficulty hooking up the disposable vitrectomy cutter. A posterior capsule (pc) tear occurred. The customer wasn't sure when the pc tear occurred. Multiple attempts were made to obtain more info from the customer and surgeon on the event, and pt status, with no response to date.

Manufacturer narrative:
The customer cancelled the service request stating the problem was resolved. No further info has been received regarding the pt event. No samples were returned for evaluation. The root cause of the pt event cannot be determined in this investigation. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event.